Manufacturer narrative:
A review of the device history records (dhrs) for the probable lot number 903518 (communicated by the customer) indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include but are not limited to material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were 100 (unopened, unused) and 300 (opened, unused) samples returned with the complaint. Functional testing of 80 samples were physically tested per product specification. The test method used was the needle assembly pull test. The purpose of this test is to provide instruction for the method used to verify the strength of the cannula-to-hub bond for needles assembled using either epoxy/adhesive or mechanical crimp to secure the cannula. All samples passed the testing. The reported condition could not be confirmed. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on the available information. The exact nature of the alleged condition could not be determined. The possible root causes identified in this complaint pertain to the user¿s application of the device. It¿s recommended the user consult the instructions for use for more information. Since there were no findings related to the reported condition, no corrective actions are required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the needles are falling apart and not staying together. Additional information received from the customer on 30-aug-2019 stated that the needles are falling apart at the metal hub during use. No patient injury reported.